Event description:
Risk: pt scheduled for esophagogastroduodenoscopy (egd) with transoral incisionless fundoplication (tif). Pt arrived in pre-op at 0920. Pt brought in procedure room at 1233. Procedure started at 1256 and ended at 1731. First device of tif malfunctioned and second device also malfunctioned. Procedure aborted causing perforation. Doctor overstitched perforation site and placed an esophageal stent. Pt sent to main post anesthesia care unit (pacu) and then admitted. Both devices were taken with reps from endogastric solution to send to their quality control.